Manufacturer narrative:
A ge service representative performed an on site investigation. The emergency stop switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system had a broken fast stop switch in lift column. The fse indicated the system displayed an interlock error message. This error will likely prevent the system from booting up. There is no report of injury or death associated with the event described in this complaint.